Event description:
The iab was inserted into the pt on 12/31/97 at 11:00 a.m. And removed with difficulty on 12/31/97 at 12:45 p.m. The iab was removed due to loss of right pedal pulses. The pt went on to expire at 8:00 p.m. The contact stated that the death was not a direct consequence of the iab or iab therapy. The iab was not returned to datascope for eval. The iab was discarded by the facility. Event complications: loss of right pedal pulses-reported 1/26/98. Pt's current status: expired-rpt'd 1/26/98.